Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and adapter were not charging the pump. Additionally, it was reported the ends of both the usb cable and adapter appeared to be burnt. Reportedly, the pump was able to be charged with different charging supplies. The customer's blood glucose level was not impacted.